Event description:
It was reported that the drill tip broke off inside the patient's tibia while drilling. No delays reported. No patient injuries reported. S&n backup device was available.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened.